Manufacturer narrative:
The difference in the readings was determined to be clinically significant. Per label copy/ package insert - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. - storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Complainant called in concerned that his 2 nova max plus meters are reading differently. Back up meter (B)(4) with test strips 1020916267 perform as intended. Meter (B)(4) and test strips from the same vial 1020916267

Manufacturer narrative:
The alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device. Failure analysis of the returned product revealed that the nova max plus glucose monitoring device performed within specification. The complainant returned blood glucose test strips from the lot in question. Visual as well as chemical evaluation by testing with control solution and blood, was not able to replicate the alleged issue as the performance testing revealed the strip to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.